Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use one euphoria balloon catheter. The target lesion was located in the mid right coronary artery (rca). Abnormalities in relation to anatomy were noted, this was a chronic total occlusion(cto) procedure. No damage was noted to the device packaging and no issues reported when removing the device from the hoop/tray. The device was inspected and no issues were noted. It was reported that during initial insertion, the balloon ruptured and separated in the guide catheter. The patient was treated with a replacement medtronic balloon and no patient injury was reported.

Manufacturer narrative:
Evaluation summary: the device returned with a detachment on the hypotube approx. 67cm distal to the strain relief. The remaining detached distal section of the device was lodged inside the guide catheter. A 0.035 inch mandrel was loaded through the guide catheter to remove the detached distal section of the device from the guide catheter. Kinks were evident along the hypotube both proximal and distal to the detachment site. The hypotube material was oval and uneven on both sides of the detachment site. The balloon folds were partially opened. There was slight deformation to the distal tip. A tuohy was attached to the hypotube of the detached distal portion of the device, in order to perform inflation testing. Negative prep was performed with no issues noted. The device was successfully inflated to 8atm with no issues noted, and maintained pressure.